Event description:
Per end user, he was going up a ramp to the sidewalk at his condo and he tipped over and fell on his left side. He has hematoma on his arms from the fall. No medical attention sought.